Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station application was failed to launch. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no issue. A technical support specialist was unable to connect customer at the provided number. The tss dialed into station and found the station was working. The tss proceeded with the case closure since there were no issues found on the station. The tss attached the knowledge article for customer's reference.